Event description:
At about 5 months from the primary, the patient came in reporting pain and discomfort due to a leg length discrepancy. The surgeon revised the head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 aug 2024 lot 2247812: (B)(4) items manufactured and released on 10-jan-2023. Expiration date: 2027-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.